Event description:
It was reported that a oropharyngeal perforation occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was intubated. During the first insertion of the transesophageal echocardiogram (tee) probe by the anesthesiologist, the probe was unable to advance past 25cm. It was withdrawn and reinserted with more force. This was repeated three additional times before placement was achieved. Blood was then noted on the tee probe and the physicians hands. They continued with the laa closure procedure. A watchman laa closure device was successfully implanted without issue. After this the patient was extubated and transferred to ICU. While in the ICU, patient developed right sided chest pain and a transthoracic echocardiogram was performed to show a dry pericardium and the watchman device in the laa. A computed tomography scan was performed to reveal an oropharyngeal tear and peri-pharyngeal hematoma. Patient was then transferred to another facility that same day for perforation repair with ear, nose and throat surgery. On (B)(6) 2019 it was further reported that the patient had since been extubated, was alert and oriented and would be discharged home soon.